Event description:
I underwent a mesh implant hernia surgery, for a parastomal hernia, on (B)(6) 2016. There were 2 types of mesh used: both absorbable and permanent material. I followed all dr's orders and instructions before and after the surgery. Within 3 months after the surgery, I noticed the hernia begin to reappear. After 4 months, the hernia returned to its full pre-surgery size, or even somewhat larger. I experience an occasional sharp pain in the area, and am insure if the permanent mesh material has migrated. I followed all post-surgery instructions, f/u appts, and reporting later symptoms to my general practise dr.

Event description:
Add'l info received from reporter on 08/16/2018 for report mw5078554. I now know the mesh brand and MFR, as I finally received by medical records from the surgeon. I was unable to provide the brand and MFR on my original form, but I have them now. Mesh brand: "zenapro." Mesh MFR: cook biotech / cook medical.